Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned in the introducer sheath and jammed in a xt 27 microcatheter. Visual and microscopic inspection of the device found that the proximal contact and delivery wire were kinked, likely due to handling. In addition, the coil was found to be kinked, stretched and appeared to being mechanically separated from the delivery wire. Additional information available indicated that the coil could not be advanced through the microcatheter during procedure. As per the target dfu: ¿target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in]).¿ the xt 27 microcatheter is a single lumen 0.027 in ID (inner diameter) device. The target coils are not compatible with xt 27 microcatheters. The lumen of the xt 27 microcatheter is too large for target coil which could easily wrapped around itself inside the lumen as it has too much space, causing friction and probably resulting in the reported event and main coil damages observed. Therefore, based on the information available and analysis results an assignable cause of use error was assigned to this event.

Event description:
Analysis of the returned device revealed that the coil was detached from the delivery wire. There was no clinical consequence to the patient due to this event.